Manufacturer narrative:
D3: correction h3 and h6. Codes: updated. Device evaluation: the complaint for "infusion delivery time is off¿ was confirmed. During delivery accuracy test, over delivery was detected due to the valves and the ejector not working properly. The probable cause was the expulsor and the valves. Expulsor and valves were replaced with new ones. All tests passed within specifications. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump shows the cassette lock alarm and downstream occlusion alarm. Per reporter, during testing the unit was 2 minutes off infusion delivery time. Reporter states the unit had just been returned back from the manufacturer for repair and it was tested it 3 times to confirm the fast delivery time. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.